Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via literature article that 20 cases (20 eyes) with an average age of 70.7 ± 7.7 years patients experienced waxy vision after multifocal intraocular lens (iol) surgery and vitrectomy was performed for all of them. In 16 eyes, the waxy vision symptoms disappeared after surgery, while in 4 eyes, the symptoms remained unchanged.as per the author, company iols were implanted in 6 cases (6 eyes) of 20 cases (20 eyes). Literature citation: tsuyoshi mito et.al., scatter values before and after vitrectomy to waxy vision with multifocal iol. Journal of the japanese ophthalmological society: 128 p. 2024; 262.